Manufacturer narrative:
One curved ultra fast-fix assembly was returned for evaluation. Visual assessment showed the depth limiter has been trimmed to the surgeons desired length. No ts or suture were returned. Trigger has been fully advanced indicating a complete deployment. Reported complaint of t2 non-deployment cannot be confirmed. This investigation could not identify any evidence of product contribution to the reported complaint. Event description updated.

Event description:
It was reported that during a meniscus repair surgery ,after t1 was implanted, t2 counldn't be deployed. The procedure was successfully completed with no significant delay using a back-up device. No patient injury or other complications were reported.

Event description:
It was reported that during a meniscus repair surgery ,after t1 was implanted, t2 counldn't be deployed. It is unknown if the procedure was successfully completed without delay and if a back up device was available. No patient injury or other complications were reported.